Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged hospitalization two times for inflammation of his esophagus, dry throat, infection on esophagus, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged hospitalization two times for inflammation of his esophagus, dry throat, infection on esophagus, nasal/throat irritation or soreness. The manufacturer received new information alleging that the patient went to the doctor for gi problem and taking antibiotics.

Manufacturer narrative:
Additional information was received on july 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged hospitalization two times for inflammation of his esophagus, dry throat, infection on esophagus, nasal/throat irritation or soreness, went to the doctor for gi problem and taking antibiotics related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed dust like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the rear panel, the bottom enclosure, the air inlet, the pca (printed circuit assembly) , the outside and inside of the blower motor, and the blower outlet seal. Spots of unknown brown and yellow residue on the rear panel, the dc jack, the dc jack color insert, the iso (international organization of standardization) port, the air inlet, the top enclosure, the pca, the blower box, the blower box cap, the flow sensor seal, the pressure sensor seal, and the rubber grommet of the blower motor. There were cracks on the top enclosure. The top enclosure and the keypad also had a buildup of an unknown pale-yellow contaminant. Additionally, the therapy and ramp buttons on the keypad were split apart. Unknown yellow residue behind the control dial of the ui panel, on the top enclosure, and on the sd (secure digital) card flip door, unknown brown residue on the ui panel, the bottom enclosure, and the top enclosure. They also found yellow tape like material on the sd card flip door, pieces of insects were found in the blower box and the bottom enclosure, spots of unknown yellow residue were found in the blower box and on the blower motor, spots of unknown brown residue were found inside the blower motor, potential dried liquid spots on the blower motor indicating liquid ingress, black contamination consistent with keratin at air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.